Manufacturer narrative:
The device was evaluated but the failure was not duplicated. Maintenance was performed according to the most recent revision, and the product was returned to the customer.

Event description:
During a bilateral lumbar procedure, the pt felt unintended sensory stimulation when the device switched modes. There was no reported pt injury or additional intervention needed. The procedure was completed using the same equipment.